Event description:
It was reported that patient had an infection at the incision site following an implant procedure. The incision site was warm to touch and shock like sensation. Symptoms of swelling and dark discoloration oozing were noted. It was also reported that the patient had a non healing wound and was placed with antibiotics. The physician believed that the infection was related to the fixate device and a broken anchor. The patient underwent an explant procedure, and the explanted devices were kept by facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).